Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right internal jugular vein. During the procedure, while attempting to connect the catheter to the port's metal hub using the catheter lock, it was noted that the lock was loose and unable to securely fasten the catheter. A spare catheter lock from the same kit was subsequently utilized. However, it also failed to secure the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.